Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 505mm from the hub. There were several kinks throughout the hypotube. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 24 synergy drug eluting stent was selected for use to treat the lesion. However, while advancing the device towards the lesion, the catheter broke into half inside the coronary guide catheter. The guide catheter with the stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 24 synergy¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device towards the lesion, the catheter broke into half inside the coronary guide catheter. The guide catheter with the stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.